Event description:
It was reported that the programmer was not recognizing the analyzer and it was requested that it be checked for connectivity. Both the programmer and the analyzer were returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the overlay screen and the cord door were damaged and both the screen and the power cord bay were therefore replaced. Analysis also found that the keyboard slide plate was missing, the right keyboard hinge was broken, that no keyboard had been returned with the programmer, that the latch tabs were broken off the power cord bay door, that one hinge plate screw was missing and one loose, that the media bay door was damaged and the latch bent so that it would not stay in place. All found defective parts were replaced. Analysis also noted that the programmer was recognizing the analyzer except for one time after loading software, however, reinserting the analyzer eliminated the problem. The analyzer needs to be tightened into place to assure proper connection of the analyzer with the programmer and this may be what caused the problem the customer experienced. As link electronic module (lem) errors were discovered in the "get logs" file the lem board was recalibrated as a preventive measure. (B)(4).